Event description:
It was reported that the pump exhibited a syringe plunger sensor error during testing. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection of the device noted a non OEM power cord, a broken ac cord clamp, and a crack right plunger case and battery door. During the functional testing, a "check syringe plunger sensor" message was found when the plunger head was pressed tightly against the pump during the power up test. The root cause was that the plunger head was pressed tightly against the pump causing the flippers to rest on the ear clip. The plunger case assembly was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.